Event description:
The customer contact reported the pt rec'd less medication than intended. On an unspecified date and time, pump was programmed to deliver an unspecified volume of platelets and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse noted the device was delivering at a rate slower than expected. At that time, the nurse reported counting the drip rate in the drip chamber and noted the rate displayed were not the same. At that time, the nurse increased the delivery rate so that the pt's delivery would be completed in 2 hrs. After an unspecified length of time, the device alarmed for end of infusion and displayed vtbi complete; however, an unspecified volume remained in the container. At that time, the nurse noted the device continued to deliver at an unspecified rate. The device was removed from clinical service. The delivery was continued via gravity until a replacement device was used to complete the delivery. The nurse reported an approximate delay of 2 hrs. There were no reported adverse pt effects. No medical interventions were reported. The device passed testing at the user facility. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicated the device was programmed on (B)(6) 2013 at 1809 using the drug library for basic delivery of platelets, with a vtbi (volume to be infused) of 215 ml, at a calculated rate of 100 ml/hr. At 1811, basic delivery was started. At 1836, the delivery was stopped and basic delivery was started at a rate of 175 ml/hr. At 1837, the rate was titrated to 100 ml/hr and the delivery was started. At 2014, the rate of 100 ml/hr for a calculated duration of 4 mins, reprogrammed for a titrated rate of 100 ml/hr for a calculated duration of 30 mins, the delivery was stopped and started. At 2044, an end of infusion alarm occurred and kvo delivery occurred. At 2046, the vtbi was titrated to 100 ml, for a calculated duration of 30 mins and the delivery was started. At 2048, the rate was titrated to 250 ml/hr, for a calculated duration of 23 minutes, the delivery was stopped and started. At 2110, an end of infusion alarm occurred and kvo delivery occurred. At 2115, the vtbi was titrated to 75 ml, for a calculated duration of 18 mins, kvo delivery was stopped and the delivery was started. At 2133, an end of infusion alarm occurred, kvo delivery began. At 2136, the rate was titrated to 100 ml/hr. At 2137, the rate was titrated to 250 ml/hr, the vtbi titrated to 100 ml and the duration calculated to 24 mins and the delivery was stopped and started. At 2201, and end of infusion alarm occurred, kvo delivery began, the delivery was stopped, the cassette was ejected. At 2203, and end of infusion alarm occurred, a channel callback alarm occurred. At 2204, the device was powered off. This report represents all the info know by the rptr upon query by hospira personnel.